Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the primary IV tubing set that was infusing fentanyl was discovered separated and leaking at the upper fitment. The fentanyl infusion was y-lined into the needleless port of the propofol infusion. There was no report of patient harm.